Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an inverse prosthesis surgery the screws ar-9145-30 (lot: 22.02176) and ar-9165-20nl (lot: 15019430) could not be tightened when the base plate ar-9120-02 (lot: 22.03081) and the glenosphere ar-9504m-04 (lot: 22.02710) were implanted. As a result, the glenoid did not hold and had to be removed again. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. A second surgery was required on (B)(6) 2023. Update avoe 07-dec-2023. It was confirmed that the second surgery was required due to the failure of the screws, which didn`t lock like normally.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9120-02 arthrex® universal glenoid baseplate - medium, batch 22.03081, was received for evaluation. The baseplate was received attached to the glenosphere. -it was noted that the baseplate arrived for evaluation with only two screws attached to it¿one on the central screw hole and one on the bushing holes. Per surgical technique, it must be three screws on the base plate; however, only two screws were received and reported. Visual evaluation of the baseplate noted that the device has two screws attached to it. One is on the central hole, and the other screw is attached to the superior bushing hole. It was noted that the rough, porous titanium coating was damaged at the main hole thread. No functional test or measurement was performed because the baseplate was attached to the glenosphere. It is concluded that the most likely cause of the failure is a user error in failing to apply the correct surgical technique for the device. Per universal glenoid convertible baseplate surgical technique. Step 10. Thread the peripheral screw drill guide into the superior bushing and advance the 2.5 mm drill to the desired trajectory and depth, taking note of the depth marks on the drill guide and drill. Insert and fully seat the screw until completely flush with baseplate surface. Insert the peripheral screw drill guide in the inferior bushing and drill to the desired depth using the 2.5 mm drill. Insert and fully seat the screw until completely flush with baseplate surface. Surgical pearl: leave the 2.5 mm drill in place while removing the peripheral screw drill guide. This helps the bushing stay in the trajectory of the drilled hole, which will facilitate peripheral screw locking thread engagement.